Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: the suspect device was evaluated and serviced by a vyaire third party service center. The service technician was able to verify the customer's reported issue. Bench testing revealed a faulty flow valve. The service technician replaced the flow valve and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 was delivering lower tidal volume than what was set. When the ventilator was set to deliver 500mls, the unit would deliver 365mls. The customer confirmed there was no patient involvement associate with the reported issue.

Manufacturer narrative:
Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. During initial bench test, the service technician found that the turbine manifold assembly was working within specifications. The component passed all testing and met all vyaire manufacturer specifications.